Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient stated on tuesday, they went into the clinic for their follow up appointment to make a program adjustment, and they were doing good when they left the facility, but then later at a grocery store they had an episode with their stimulation and had to go get a scooter to move around. Patient stated the stimulation is going in the wrong direction now and is making the pain worse. Patient stated their pain was being managed and controlled, but the last 3 programs that were added are causing a lot of pain they were not experiencing before hand. Patient stated they did not contact their manufacturer representative (rep). Patient stated they contacted their medical facility and was told to call the manufacturer. Agent reviewed role of rep and provided the national answering service (nas) phone number. Patient was redirected to their physicians office. Patient stated they could turn stimulation off, and they did yesterday, but now the cannot manage their pain to even wash their clothes.

Event description:
Additional information was received from the patient. The patient stated the device was helping. The patient was learning to use it a little better. The patient obtained stronger pain medicine for pain and was scheduled for pain management. Pain management was planned to resolve the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the consumer reported that the issue was resolved. The patient noted that adjustments were made in usage.